Event description:
It was reported that the pump was alarming error 1870. Per reporter, troubleshooting was unsuccessful and the issue was not resolved. Continuous rate 2.5ml, res vol 55.6. Event occurred while use with patient at hospital. No patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
No product was returned. The investigation was unable to determine a root cause. If the product is returned this complaint will be reopened for further investigation. Service history review identified that there was no indication that the complaint was related to a service of the device within the review period.